Event description:
It was reported the monitor was displaying the wrong temperature measurement. No other information is available despite follow up. There is no allegation of any patient injury.

Manufacturer narrative:
Evaluation summary: during burn-in simulation, the monitor failed with a temperature error message. It was found that there was a component malfunction of the cco board. The cco board was replaced. The device passed functional testing post-repair. The device manufacturing records were also reviewed and this device passed all inspections. Additional manufacturer narrative: it has been determined that the root cause of this event is due to a component failure of the subject device. It should be noted that the useful life established for this device is five (5) years. Therefore, it can be concluded that the referenced device has exceeded the established useful life (manufactured 08-jan-2009). No further actions are required at this time.